Event description:
A low advia centaur xp ca 125ii result was obtained on a patient sample and questioned by the physician. The result was considered discordant when compared to the repeat and historical test results run at a reference laboratory on another ca 125 test method. The patient was redrawn and retested for ca 125ii and the result was low. The customer performed a 1:2 dilution of the patient sample and the results when run in duplicate were elevated. The customer was able to find a previous sample saved from january that was run at the reference laboratory and performed a repeat test on the advia centaur xp that resulted high. There was no known report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the discordant low results when compared to another ca 125 laboratory test method result is unknown. The customer's quality control results were within acceptable limits and there were no other known discordant patient results reported. The discordant results may be attributed to an interfering substance and sample was not available for additional testing. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity".